Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant when the physician was removing the stylet from the right ventricular lead, blood was noted to be coming out from the inner lumen. The lead was not used and was replaced, and the patient was reported to be fine post-procedure.